Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (10 mg/ml at 2.594 mg/day) and bupivacaine (1.0375 mg/day; concentration not reported) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that the pump was alarming, and the patient was in the ER (emergency room). The pump was alarming every 5 minutes per the ER doctor. The pump was interrogated, and the pump logs showed a motor stall on (B)(6) 2019 at 3:33 am. The patient had not had an MRI or new environmental exposure. The patient reported 10/10 for pain last night. No further complications have been reported as a result of this event.